Event description:
High frequency jet ventilator ceased to function properly. Pt was placed on conventional mechanical ventilator while MFR was contacted for assistance. MFR confirmed jet ventilator was probably faulty; arranged replacement and issued instructions & authorization for return.